Event description:
Litigation papers allege that the patient suffers from pain, discomfort, elevated metal ion levels, difficulty walking, and inability to lead a normal life.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: aseptic loosening/fibrous union of acetabular component; pain; elevated cobalt levels; metallosis staining; corrosion. The information provided does not change the MDR decision.

Manufacturer narrative:
Updated information indicates the patient was revised to address pain. Intraoperatively, corrosion of the stem taper was found. A search of the complaints databases against the stem product/lot code combination finds no other similar reports. The products were not returned for examination. Patient demographics were also made available which indicate the patient was a (B)(6) highly active male at implantation with a 38.0 calculated bmi. The patient is considered morbidly obese. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-pre-mature failure. Although the investigation can draw no conclusions regarding the reported event, the root cause is attributed to off-label use. It is known the asr platform was recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Based on the performed investigation, the need for further corrective action has not been indicated. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Updated information indicates the patient was revised to address pain. Intraoperatively, corrosion of the stem taper was found. A search of the complaints databases against the stem product/lot code combination finds no other similar reports. The products were not returned for examination. Patient demographics were also made available which indicate the patient was a (B)(6) highly active male at implantation with a (B)(6) calculated bmi. The patient is considered morbidly obese. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-pre-mature failure. Although the investigation can draw no conclusions regarding the reported event, the root cause is attributed to off-label use. It is known the asr platform was recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Based on the performed investigation, the need for further corrective action has not been indicated. Should additional information be received, the investigation will be re-opened.